Manufacturer narrative:
Citation: sicim h, alaeddine m, velez da. Single center experience with surgically implanted melody and sapien 3 valves in the mitral position in young children. Front cardiovasc med. 2025;12:1584134. Published 2025 jun 13. Doi:10.3389/fcvm.2025.1584134 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the outcomes of mitral valve replacement using medtronic melody (n = 12) and non-medtronic sapien 3 (n = 6) transcatheter valves in young children. Among the melody patients, the authors recounted the following post-operative ob servations: trivial to mild mitral regurgitation, mild left ventricular outflow tract obstruction (closely monitored with no intervention mentioned), bilateral pleural effusions, benign arrhythmia, acute respiratory distress syndrome (ards) requiring prolonged hos pitalization and mechanical ventilation, mild left ventricle aneurysm (no intervention required), balloon dilation of the melody valve (at one-year post-implant), and mitral valve reoperation.